Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the large suturecut needle driver instrument had a damaged cable. The procedure was continued with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument inspected prior to use and there was no damage or anything out of the ordinary noted. The instrument did not collide with any other instrument or tool during the procedure. There were issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. The protruding cable(s) is the one(s) that controls opening/closing of the jaws. There are no reports of a fragment falling inside the patient's anatomy.

Manufacturer narrative:
The failure analysis team provided the following additional information regarding the large suturecut needle driver (lscnd) instrument: it was observed that the broken grip cable strands appeared to be frayed and that the location of the cable break at the distal idler pulley aligned with when the grips were in the max yaw position. The location of the break suggests that the cable initially experienced some kind of damage while at the max yaw position that over time and use, resulted in the cable fraying and then breaking. Additionally, isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the clinical development engineering (cde) team. The following additional information was provided: from reviewing the video they can confirm that at 1:20:49, there was a cable break on the lscnd instrument. Also, from reviewing the video, there does not seem to be an issue with the instrument handling.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.